Event description:
It was reported that patient was using ks330 as a cough-assist device to clear airway of secretions. Unit became inoperative and would not re-start. After several hours, the patient was transported to the hospital for cough-assist treatment. Patient was released the same day without injury or change in therapy.

Manufacturer narrative:
The user's manual states: "the puritan bennett knightstar 330 bi-level ventilator assists patients who are being treated for respiratory insufficiency or obstructive sleep apnea (osa) in the home, hospital, or institutional setting. It is also used to treat respiratory failure in the hospital setting... Patients using the knightstar 330 should weigh at least 30kg (66lbs) and be able to breathe on their own." The incident as reported indicates that the device was being used outside of its specified indications for use. The patient's father stated that he is sending the device to his equipment provider for return to nellcor puritan bennett. An update to this report will be submitted after our evaluation of the device is complete.